Manufacturer narrative:
Failure mode being evaluated for root cause.

Event description:
During a bronchoscopy to remove secretions, on approximately the 3rd removal of the bronchoscope from the et tube, it became stuck. Dr. (B)(6) pulled hard and attempted to rotate the bronchoscope, but could not remove the bronchoscope from the et tube. Dr. (B)(6) removed the bronchoscope with the et tube together during extubation. The patient was intubated with another product and the procedure was completed. The patient was not injured, but the physician felt a potential injury could have occurred without the actions taken.